Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced invalid impedances due to a lead fracture. As a result, surgical intervention was taken to replace the lead.